Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: cutting was dull. Another device was used. No bleeding occurred. Nothing fell into the patient cavity. No tissue was damaged. Operative time was not extended more than 30 minutes.